Event description:
Philips received a report that the console ups (uninterruptible power supply) battery was leaking acid that resulted in a burning smell. The ups battery was contained in the battery cabinet. The field service engineer determined there was no report or indication of smoke or fire. The customer did not contact the fire department. There was no patient involvement and no one was injured. There is potential for contact with battery acid or acid fumes.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).